Manufacturer narrative:
(B)(4). Approximate age of device: 8 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with pump stoppages. There was no obvious damage to external driveline. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed 2 pump stoppages while connected to the mobile power unit. X-ray images did not reveal obvious areas of concern on the driveline. The patient underwent a pump exchange on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled. No depositions were found inside the pump. The driveline was cut approximately 2.5 inches from the pump housing and returned in two segments. No damage to the outer jacket layer was observed and electrical continuity testing did not reveal any continuity issues prior to removing the bionate layer. No damage to the bionate or the metal shielding layers were observed; however, visual inspection identified a breach in the insulation of the black wire approximately 3 inches from the pump housing. The damage appeared to be consistent with abrasion due to repetitive movement of the wire at this location. The underlying conductors of the black wire were exposed as a result of the damage to its insulation. The reported pump stoppages which were confirmed through the log file analysis would have occurred as a result of the exposed conductors of the black wire contacting the metal shielding while the device was supported by the power module or mobile power unit. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.